Event description:
The customer reported that the left monitor would go black on the system during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep disconnected p2, and p4 connections from the back of the left and right monitors. The system was tested and found to be working as intended and put back in service.